Manufacturer narrative:
No medwatch form was received. The lead was returned cut in two segments. An internal abrasion was found at 17.0 cm-17.7cm from the distal tip. The etfe coating was intact at this location.

Event description:
It was reported that during a remote device follow-up, a transmission noted that the patient had several events that required atp therapy with a shock. Noise and out of range lead impedance were observed. The lead was explanted and replaced.